Event description:
The pt was transported to pre-op before permanent pacemaker insertion. During transfer/shortly after arrival to pre-op, pt became asystole. It was discovered that the connection attaching the electrode to the battery became dislodged. On closer examination the lead of the electrode now in 2 pieces instead of 1 continuous lead and the attachment are slip connected. Personnel unaware of change in product. The package does bare a prominent label "now with improved safety adapter" and a warning to consult instructions for use. The pt required intervention and the report states that the sample will be available for co's eval.